Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected decrease in estimated remaining longevity. The remaining battery was observed to decrease from 96% to 15% over the course of approximately 3 months. It was noted that the patient had undergone unrelated surgical procedures at the beginning and end of that period for which the device had been disabled and re-enabled. Review of device data determined the device was not depleting as expected and replacement was recommended. This system remains in service at this time.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.